Event description:
The customer reported that the cap at the end of the piston came off. Troubleshooting was performed. The customer pushed a few times, and then the insulin pump had an error alarm. Reviewed the alarm history and the error alarms were confirmed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.